Event description:
It was reported, from information obtained by the clinic, that there were no performance issues with the implantable cardioverter defibrillator (ICD) as the system was explanted due to issues with a competitor lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).